Event description:
On (B)(6) 2012, it was reported by the aci sales associate that an (B)(6) female pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 5 mm. Peri-procedure the pt was anti-coagulated with heparin. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was prepped and the balloon had no sign of a leak. When the physician got to the second stop, the whole device and sheath came out with a broken balloon. The physician reported that he believes the broken balloon was calcium related, but did not see any calcium on any of the pictures. The physician removed the device and converted the pt to 20 minutes of manual compression, with no further complications. On (B)(6) 2012, the aci sales associate reported that the physician confirmed that when the device was removed from the sheath, all of the balloon pieces were intact.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear at balloon, approximately 5 mm from balloon proximal tip. Scratches were noted leading to the tear in the balloon. Based on the info provided and the investigation performed, the probable cause of the tear could have been from calcium. The review of the lhr (f1134903) indicated that the mynx lot met all established performance criteria prior to shipment.